Manufacturer narrative:
The device has been returned to the local facility but has not yet been received at the main office for evaluation. Once the device has been returned and investigated, a follow-up report will be submitted. (B)(6).

Event description:
The customer reported some led segments in display are missing. No consequences or impact to patient was reported.

Manufacturer narrative:
The returned device was evaluated. When powered on the customer complaint was duplicated. The ui board was replaced the device functioned as designed. The cause of the problem was isolated to the ui board. A service history record review reveals that this unit was in the field for over two (2) years with no previous reported issues related to this reported event. (B)(6).